Event description:
Revision surgery - the surgeon performed a component exchange to assist with range of motion due to a tight shoulder.

Manufacturer narrative:
The reason for the revision surgery was to address limited range of motion in the joint after 4.1 years of patient use. There were no reports of any patient activities, accidents, or medical contraindications that may have contributed to the patient's condition. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material report associated with this product. A review of the product complaint report history shows this is the 23rd complaint for this part number: one due to damaged/galled threads, two for dimensional concern, one cracked/broken device, five revision surgeries, three due to dislocation, two due to pain, three due to infection, one due to trauma, three for instability, and two due to dissociation. This is the third complaint for this lot number; two other occurred in 2009. The root cause for the tightness could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.